Manufacturer narrative:
The evaluation did not reveal anything relevant to the event. The mating part (needle) used in the event was not returned or identified. Used an ar-12990n / lot#11306774 needle during evaluation/investigation process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during meniscus root refixation surgery the flap doesn´t hold the thread anymore when it came out. No harm for patient, operator or third party was reported. The surgery was finished successfully. Surgeon needed to switch the surgical technique to a needle technique. A second surgery was not necessary.